Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported two months later that after reprogramming, they still could not get therapy to area needed. The patient was referred to a neurosurgeon for a possible paddle lead placement. It was noted that the stimulation was cervical and peripheral.

Event description:
The patient was examined under fluoroscopy which showed 1 lead migrated down 3 levels and the other lead remained in position. Reprogramming was successful in getting stimulation coverage in both arms and hands, unable to get stimulation in neck or shoulders. The patient was going to utilize the programs for the next 3 weeks and then follow up with the doctor to discuss if a lead revision was needed or not. Additional information has been requested.